Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. Bends were present along the pusher assembly. The pusher assembly was fractured approximately 138.5 cm from the hub. The pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock. The embolization coil detached from the pusher assembly and was not returned for evaluation. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced while advancing the smart coil within the introducer sheath. Further evaluation revealed pusher assembly kinks, a fractured pusher assembly and a detached embolization coil. If the device is forcefully mishandled while advancing against resistance, damage such as a kink may occur. If a kinked device is further manipulated, the kink may worsen to a fracture. If the pusher assembly fractured segments are separated, the pull wire will likely retract out of the pusher assembly distal detachment tip (ddt) and the embolization coil will detach. Further evaluation revealed additional kinks. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During receiving inspection of a penumbra smart coil (smart coil), the smart coil product display box was found to have sustained damage while in transit. However, the physician proceeded to use the smart coil in the procedure. During advancement of the smart coil through the non-penumbra microcatheter, the physician encountered resistance. The smart coil was therefore removed and was no longer used in the procedure. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.